Event description:
The account reported the bed exit will not set. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.